Event description:
Hold for td 12/01 the stent kinked when the user attempted to insert the wire guide (asahi intecc's m-through 0.025inch) into the stent lumen while adequately straightening the pig tail of the stent using the straightener. He replaced it with another zebd-7-7(lot unknown) to complete the procedure. Note: user error - incorrect wireguide size used. The patient did not experience any adverse effects due to this occurrence. For all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in description of event. 2 what was the target location for the stent? Bile duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored in a box. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Already stated in description of event. 5 was the wire guide lubricated prior to use? Yes. 6 was the device at the centre of the complaint inspected for damage prior to use? Yes. 7 was the wire guide inspected for damage prior to use? Yes. 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 9 if yes please indicate the procedure performed. Est. 10 did the patient involved exhibit altered anatomy or tortuous anatomy? Ni. 11 if not with the device in question, how was the procedure finished? Already stated in description of event. 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 16 was a straightener used to straighten the stent? Yes. 17 (if any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus jf260v. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 6 was resistance encountered when advancing the wire guide to the target location? N/a. 7 was resistance encountered when advancing the introduction system in place to the target location? N/a. 8 how did the physician deal with this resistance? N/a. 9 how did the physician determine the length of the stent to be used for the procedure? N/a. 10 where was the stricture located in the duct? N/a. 11 was the stricture dilated prior to placing the device? N/a. 12 was resistance encountered when advancing the stent through the obstructed area? N/a. 13 after placement, was stent position verified? N/a. 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. 16 did any section of the device detach inside the endoscope or patient? N/a. 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25 did the patient require any additional procedures as a result of this event? No. 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No. 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Lab complete 20th july 2022 visual inspection: stent with pigtail straighter along with catheter returned. Slight kinked observed on the 2nd and 5th porthole of the pigtail curl on the tapered end. Functional inspection: 0.035" wire guide does not pass through freely.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot c1881796 involved in this complaint was returned opened in its original packaging. With the information provided, a physical and document-based investigation was conducted. Lab evaluation: lab complete (B)(6) 2022. Visual inspection: stent with pigtail straighter along with catheter returned. Slight kinked observed on the 2nd and 5th porthole of the pigtail curl on the tapered end. Functional inspection: 0.035" wire guide does not pass through freely. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 device of lot number c1881796 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1881796. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1881796. To ensure conformity of all batch release products, pack qc procedures verify that " the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause of user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental reporting is being submitted due to completion of the investigation.